Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 23mm aortic bioprosthetic valve it was replaced valve-in-valve as the physician felt the leaflet may have been "stuck" due to a potential tear, which led to severe aortic insufficiency. No additional adverse patient effects were reported.